Manufacturer narrative:
Eval summary: the infusion pump was tested for flow accuracy at 100 ml/hr, channel b failed the accuracy test with a flow value of -8.0% from the desired amount. The spec fo this device is +/-5%. A corrective and preventative action has been initiated.

Event description:
The facility returned the device for svc. During svc testing, the baxter repair technician reported that the device underdelivered.